Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. Concomitant products: 6947m62 implantable tachy lead implanted: (B)(6) 2013; 429878 implantable pacing lead implanted: (B)(6) 2013; 407652 implantable pacing lead implanted: (B)(6) 2013. (B)(4).

Event description:
Possible wound infection four days post implant was reported. The patient was placed on antibiotics. The skin cultures were negative. The device remains in use. No further patient complications have been reported as a result of this event.